Event description:
The doctor reported to a porex distributor that the patient received a medpor nasal implant in 2009. The doctor stated that the surgery was for cosmetic rhinoplasty with nasal tip reconstruction and nasal dorsum reconstruction. The doctor stated that the implant was cut to shape and implanted. The doctor stated that "it was an extraordinarily difficult nasal surgical intervention which showed a satisfactory result although it will not be perfect even after optimal correction in the nasal area due to the orange peel skin". The doctor reported that five months later, in spite of correct implant placement, "the implant was rejected by the body" and the implant was removed.

Manufacturer narrative:
Following a review of the device history record for lot numbers 7518-006680403h, it was determined that all processes and test criteria are within the medpor implant finished product specification.